Event description:
Rep informed our resmed pt advocate that the pt claimed that the mask he was using, left a permanent scar on his face and that it has caused him to develop bacterial cellulitis.

Manufacturer narrative:
The pt told the dme about his symptom and she informed resmed but nobody saw or had any pictures related to his condition and the mask was discarded. When contacted by resmed, pt could not confirm what type of mask he had, nor could, or did he provide any additional info.